Manufacturer narrative:
Product ID 8840 serial# unknown; product type programmer, physician product ID 8709sc serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that during a refill, the programming of the pump was interrupted. The concentration and drugs in the pump were being changed. In the middle of programming, a ¿serious error¿ appeared and the ¿whole thing shut down.¿ when the pump was interrogated again, the new concentrations and drugs were recorded, but the bridge bolus was not being performed. The pump was in ¿stopped pump¿ mode. The physician planned to reprogram the old drug information into the pump and then reprogram the pump again to the new information including the bridge bolus. There were no patient symptoms. The drugs in the pump were morphine, baclofen, clonidine, and marcaine.